Manufacturer narrative:
Concomitant medical products: product ID: 8780 serial#: (B)(4), implanted: (B)(6) 2015 explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-11, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (40 mg/ml, 22 mg/day) via an implantable pump. It was reported that during a replacement of an eri pump, they were unable to aspirate from the catheter access port (cap). The patient had a history of volume discrepancies (3-5 ml). It was stated that the hcp "found no links under x-ray with catheter tip at t11." The hcp did not want to flip the patient to probe due to health / heart condition so only the pump segment was replaced. They would see if this resolved the issue before replacing the spinal segment. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the company representative indicated that the cause of the inability to aspirate was unknown and the issue had not been resolved yet. The patient would be monitored for future volume discrepancies.